Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and trace ketones. Customer's continuous glucose monitor (cgm) read "high"; however, a specific bg value was not provided. A bolus was delivered to address elevated bg level. Reportedly, the customer did not restart the cgm session after updating the pump; therefore insulin delivery was not automatically adjusted as the customer expected. Tandem technical support guided the customer through restarting the cgm session.